Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damage to the plastic channel retaining the pins of the usb port. It was determined that the damage observed does not affect the readers' ability to charge or connect to pc and does not contribute to the customers complaint. Scanned known good sensor using the returned reader and no error messages were observed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email regarding a medical event. The customer was contacted and successfully provided the additional information regarding the medical event. An unspecified error message was reported with the abbott diabetes care device and the customer was unable to obtain glucose readings. As a result, the customer experienced a seizure and was unable to self-treat, requiring third-party administration of orange juice from the customer's spouse. The ambulance was dispatched and transported the customer to the hospital, where the customer was administered glucose intravenously for treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.